Manufacturer narrative:
The product has been received and the investigation is in process. Upon completion of the investigation a follow up medwatch will be submitted.

Event description:
The patient reported that their blood glucose level reached 419 mg/dl. The cannula appeared bent. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.